Event description:
It was reported that a user contacted support with concerns that suggested meal insulin doses appeared higher than expected, sometimes over (B)(4) units, while they had recently been skipping meal announcements to avoid perceived lows; the agent explained that dose recommendations change as the adaptive algorithm adjusts to usage patterns, and no blood glucose abnormalities occurred during the interaction. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.